Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump triggered cartridge alarm 20 and caller experienced consecutive cartridge alarms with same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged shipment of replacement pump with updated software.